Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to customer, the unit won't turn on. Upon triage it was noted that the pcba was burnt.

Manufacturer narrative:
An evaluation of the scd express was performed for the reported condition of, ¿the unit won't turn on¿. The unit was triaged and the customer¿s reported condition was confirmed and it was noted that the pcba was burnt. The source of the thermal damage was l2 on the power supply board. The origin of the thermal event was isolated to the power supply board. The component had burned a hole through the board, and damage surrounding components severely. The damage spread as far as the main board and the manifold. It was also found that the fuse was blown on the neutral terminal of the power supply. The potential root causes are the use of an unauthorized power adapter by the user and a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.